Event description:
The vacuum would not work and the device was not "clicking" like it was supposed to. A new device was opened. The new device worked and the doctor was able to complete the procedure. Manufacturer response for endometrial ablation device, novasure advanced (per site reporter). Replace the device with another one.